Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and no defects or issues were observed with the system or software. The device log files were reviewed for this event and it was determined that the expected distance between the saw and knee changed and rapid camera motion was found. Therefore, the investigation was able to confirm the described issue of multiple leg movement messages. Potential root causes for this issue is loose saw array, device array and or holding arm. The inaccurate anterior chamfer cut could not be confirmed since the log files indicate the cut was not completed with the robot and manual instrumentation was used to complete the procedure. The exact root cause for these reported issues could not be established since no defects were found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D10, concomitant medical devices and therapy dates, robotic assisted base station device, march 20, 2023. D4, h4: the device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4).

Event description:
It was reported that during a total knee arthroplasty procedure, while using the robotic-assisted solution satellite station, it was reported that after making the distal femoral cut, another cut could not be made without receiving the error message "stabilize the knee". It was reported that no one was touching anything and the knee was not moving at all. It was reported that the user continually received an error message of "unexpected distance between the robot and knee" was received. It was reported that the distance between the robot and the knee was not changing. It was reported that the user checked multiple times to make sure all of the clamps and dials were as tight as possible. It was reported that for the brief time the robot was working, the anterior chamfer was cut incorrectly. The reporter stated that the cut was uneven on two different planes. It was reported that since the cut was uneven, the fit of the femur was improper. The reporter was unable to provide the amount the cut was off by. It was reported that the procedure was delayed by around 30 minutes and the user went to manual instrumentation. The reporter stated that the procedure was a planned cement. The device was being used with a base station device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.